Manufacturer narrative:
(B)(4). Pump had a blank display due to cracked glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to cracked screen.

Event description:
It was reported that the display lcd was broken. Customer¿s blood glucose level was unknown. The product will return for the analysis.